Manufacturer narrative:
Additional information (02-dec-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the falsely elevated high-sensitivity troponin I (tnih) result. Hsc reviewed the information provided by the customer and the instrument data. Quality control and calibration were within expectations. No process errors occurred that would affect the tnih assay. No product non-conformance was identified with the assay or the instrument. The cause of the event is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00283 was filed 25-oct-2021

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics customer care center (ccc) to report a discordant falsely elevated high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension vista® 500 intelligent lab system. Siemens is investigating the event.

Event description:
A discordant falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension vista® 500 intelligent lab system. The discordant patient result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same instrument and a lower result was obtained. A new sample was drawn from the same patient on the same date and processed on the original instrument. The result obtained from the new sample matched the reprocessed result from the initial sample. The lower result obtained from the reprocessed sample was considered correct and a corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant result.